Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, perforation on a (B)(6) years old male patient with a colorectal anastomosis. The incident occurred during the first irrigation. The patient has a medical history of a recent colorectal surgery and radiotherapy. A terminal colostomy was performed 2 days after the irrigation episode in emergency due to a brutal deterioration of his health status. A peritonitis was diagnosed caused by the rupture of the anastomosis.